Event description:
It was reported that after placing the implant, it was impossible to separate mount. Procedure was completed placing other implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number:k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Bone debris on external threads of the implant. Functional testing using an in-house driver to recreate the reported event; verified the implant unscrewed from the mount as intended. No damage/malfunction. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on an unknown tooth site (fdi) and was used, placed and removed on the same day. DHR review was completed for the subject lot number (1236033). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236033) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the available information, functional testing device malfunction did not occur and the reported event was unconfirmed.